Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) male patient underwent evar on (B)(6) 2014. When the two zenith iliac leg grafts were being flushed with heparin 10,000iu in 100mls saline, copious amounts of the flush was leaking out at the distal part of haemostatic valves (1820334-2014-00379 and 1820334-2014-00380). Once the limb graft was deployed, and the grey positioner removed, copious amounts of blood continued to leak out of the closed valve. The limb stent graft remained in the patient as planned (no damage to this). The zenith spiral-z sheath was replaced with an 18fr rcfw sheath introducer. Extra blood loss through leaking haemostatic valve. Additional information received: as far as the rep is aware, the patient didn't require any blood transfusion and he [rep] estimates the amount of blood loss was +/- 200mls. As he said, he couldn't say exactly how much it was, all he knew was that the doctor needed to change the leaking sheath before he could continue with finishing the procedure.